Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that the tof reading do not go along with the pt state. They fluctuate between oa nd 130% (ratio)/0 and 4 (amount). A new accelerometer was tried without success. There was no pt injury reported. Draeger reference number: (B)(4).